Event description:
The account alleges that the sheath of the device was used for approximately five hours for a pvc ablation, no anti-coagulation was used. The patient was admitted and due to patient being deaf a stroke was not detected for 24 hours. No additional information available.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.